Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (without lymphadenectomy) surgical procedure, user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered error 23094 and attempted to recover the fault but were unsuccessful. The user was instructed to perform a power cycle on the system, but the issue remained. The tse advised the user to disable the universal surgical manipulator (usm) 2 to resolve the issue. The user disabled the usm 2 and continued the procedure using the remaining 3 usms. No known impact or patient consequence was reported. A procedure delay was reported. Isi followed up with the initial reporter and obtained additional information: the reporter confirmed that the system functionality was checked upon powering the system and it initially powered on without errors. The system was in use approximately 40 minutes before the issue occurred. Patient information was not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was also tested on the patient side cart (psc) fixture test platform and failed chipencoder virtual absolute (cva) characterization on pitch. A gold pitch cva printed circuit assembly (pca) was installed and the unit passed. The original was returned and the unit failed. Upon further investigation, there was no fluid intrusion or physical damage. System logs also show error 23094 with a p1= 0x2, pointing to the pitch. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. Design history record (DHR) review for the system involved with the reported event was deemed not required by quality engineer since there is no indication of a manufacturing related issue. The probable root cause of the reported issue is attributed to pitch cva pca.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to reportable type, reportable event and h8 fields. Reportable type = malfunction. Reportable event = system down failure. H8 field = updated to initial use of device.

Event description:
Refer to h11 for follow-up information.